Manufacturer narrative:
Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a procedure, the imaging system displayed a 3d reconstruction error when performing an image acquisition. It was noted that no image came over to the viewing station of the imaging system. A second image acquisition was performed which transferred as desired. There was a reported delay to the procedure of twenty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.